Event description:
Pt underwent enucleation procedure (date unk) followed by implantation of hydraoxyapatite orbital prosthesis implant along with ocu-guard orbital implant wrap. At approximately 8 months post-implant, pt presented with exposure, requiring removal of the device.